Event description:
Reportable based on device analysis completed on 02jul2025. It was reported that the balloon did not inflate. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was selected for use in the arterial stenting of the lower extremity. During the procedure, it was noted that the balloon did not respond in the process of inflating with the pressure pump in vivo. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 12mm distal from the distal markerband.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.